Event description:
A patient reported that he was diagnosed with a right inguinal hernia on 08/21/2014, during a peritoneal dialysis clinic visit. The patient stated he had a surgical consult for a herniorrhaphy on (B)(6) 2014, but has not yet undergone the surgery. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy, and the patient continues to experience signs and symptoms of a right inguinal hernia.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.